Manufacturer narrative:
Additional information: no return sample was received. A device history (batch) record review was performed. No discrepancies related to this complaint issue were noted. An investigation into the reported issue of "urine does not flow from chamber to bag" was previously performed. The investigation concluded the root cause could not be determined. No corrective actions are required at this time. Product monitoring reviews will monitor product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the blue lever failed to allow the urine to flow from the measuring chamber to the collection bag. The nurse must apply an "upright vertical force" to the lever in order to allow the urine flow. The issue did not have any impact on the patient.